Event description:
It was reported the stimulation was intermittent. The was reported the patient would be standing in the shower and feel stimulation for about 10 minutes then wouldn¿t feel stimulation for 10 minutes, and was not getting pain relief at the time. It was noted the stimulation worked well for the first 6 months and "hasn¿t worked for the past 10 months or so". It was reported the problem tends to occur when patient was standing/upright and did not occur when patient was laying down. Impedance readings were taken and they "indicated that two electrodes were "out" which meant they were high, but these electrodes have not been used in programming". X-rays were performed and the results were pending at time of call. It was reported that electrodes 12 and 15 were high (>10000). X-ray results showed the leads were in same location. The patient was still not getting effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).